Event description:
The device was used during a lar procedure. Reportedly, the anvil disengaged. The surgeon was able to remove the anvil without any pt injury.

Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.